Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep repaired a broken collimator iris wire. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the collimator iris would not function properly. No pt injury was reported.